Event description:
The patient underwent replacement surgery for replacement due to battery depletion. The explanted generator was received for analysis which is currently underway but has not been completed and approved to date.

Event description:
Product analysis for the model 106 generator was completed and approved. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator performed according to functional specifications. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery showed an ifi=no condition. The reported allegation of ¿premature end of life, 25% indicator¿ was duplicated in the product analysis lab. Due to the disparity between the battery voltage and battery consumption value obtained from the field decoder or alternatively from the ¿as-received¿ decoder download, this generator appears to exhibit the failure mechanism ¿ contaminants on the edge of the printed circuit board assembly (pcba).

Event description:
It was reported on 09/01/2017 that the patient¿s device was showing 25% battery earlier than expected. The device history record was reviewed, and it showed that the device passed all specifications prior to release. The device was also laser-routed during manufacturing. Data from the generator was reviewed, which showed that the battery voltage was dropping more quickly than expected as compared to the amount of charge that had been consumed. This was most likely related to the laser-routing process during manufacturing, which is known to leave debris on the edge of the printed circuit board, thus providing a leakage path for current from the battery. No surgical intervention has occurred to date.